Event description:
It was reported that the ilet pump repeatedly displayed alert 41 indicating an insulin shaft rewind error, consistent with a failure to infuse and associated with the firmware component; the user attempted restarts, supply changes, and a firmware update without resolution, and a replacement pump was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified and the issue aligned with a failure to infuse involving the firmware component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.